Event description:
Device 3 of 3. Reference MFR report: 3008829311-2017-01057, reference MFR report: 3008829311-2017-01058. It was reported the patient (australia) ceased using his drg system as he felt the therapy was ineffective. Patient desired to have the system removed. The system was explanted on (B)(6) 2017.